Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge after getting caught on a doorknob. Customer's blood glucose level was 150 mg/dl. Reportedly, a new cartridge and infusion set was loaded to address the issue.